Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant the patient experienced recurrence, pain, hematoma requiring drainage, bleeding, mesh migration ,chronic draining sinus tract and infection. Post-operative patient treatment included revision surgery, removal of mesh and a partial omentectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant the patient experienced recurrence, pain, hematoma requiring drainage, bleeding, mesh migration and infection. Post-operative patient treatment included revision surgery, removal of mesh and a partial omentectomy.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incarcerated ventral hernia. The procedure performed was repair of an incarcerated ventral hernia with mesh and a partial omentectomy. The patient has had a surgical revision, pain, bleeding and infections.